Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reports left side rupture, lobulations, hardening, pain, and "fever in the beginning". The device remains implanted.

Manufacturer narrative:
Additional phone number (B)(6).

Event description:
The device has been explanted and discarded.